Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the paramedics were called due to a blood glucose (bg) level of 40 mg/dl. In addition, it was reported that the customer received an inaccurate fill estimate. No additional information was provided. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.